Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 222 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy to address bg level.